Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 58-year-old female in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that when pump being prepped, placement signal not reliable alarmed. After troubleshooting alarm resolved so decision made to continue inserting current cp. Once inserted optimal flows never achieved with constant ventricle alarm when impella was in proper place. After 5 minutes spent repositioning and making adjustments without success, decision made to switch pump and automated impella controller (aic). No patient harm was reported.

Manufacturer narrative:
The investigation into the aic - loss of opm data has been completed since the initial report was submitted. The console was returned and tested. Inspection of the console revealed contamination of the optical pump connector fiber. The reported placement signal issues were caused by defective optical bench, but contamination of the optical pump connector might have contributed to the symptoms. The cause of the issue was a defective component.